Event description:
Hamilton medical ag received the following incident description: "nebulizer key doesn`t work ."

Manufacturer narrative:
Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production.

Event description:
Hamilton medical ag received the following incident description: "nebulizer key doesn`t work .".

Manufacturer narrative:
Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production. A detailed investigation was performed by an expert from the technical service: the nebulizer remained fully functional, continuously delivering the prescribed medication to the patient without any disruption. The control panel keys were unresponsive, preventing manual adjustments or user inputs. Despite this malfunction, the primary function of the nebulizer (medication delivery) was not affected, ensuring that the patient received the required treatment as intended. Since the issue was limited to the control interface and did not impact the administration of the medication, there was no risk to the patient. Additionally, if any adjustments had been required, alternative solutions, such as using a backup nebulizer, switching to a different method of drug delivery, or seeking technical support, could have been arranged without significant delay. While the malfunction required attention, it did not compromise patient safety or treatment efficacy. Therefore, this case is reassessed as not reportable.